Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a case of (ctk) central toxic keratopathy, with central oblong area of stromal opacification and greater than ten percent corneal thinning, on one right eye one week post lasik surgery. Additional info has been requested.